Event description:
It was reported that this right atrial lead exhibited loss of capture and had dislodged. It was believed that this was related to twiddlers syndrome. Subsequently, the patient underwent a revision procedure, the physician was unable to remove tissue of the helix, therefore the lead was explanted and a new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited loss of capture and had dislodged. It was believed that this was related to twiddlers syndrome. Subsequently, the patient underwent a revision procedure, the physician was unable to remove tissue of the helix, therefore the lead was explanted and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.